Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights. As it was stated, the circlip has loosened and bolt slipped out. There was no injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure might cause a contamination. The involved handle is used to maneuver the surgical light to correctly set the light¿s illumination over the surgical area. It was established that when the issue occurred, the device did not meet its specification and it contributed to the complaint. At the time when the issue was noticed the device was being used for patient treatment. The fixation handle is a part that is easily removable and must be sterilized in a sterilizer after each surgical procedure. The locking mechanism is composed by a steel axis, a spring and a circlip. It was reported that a part of the locking mechanism on the handle (circlip) was broken. It was confirmed by tests results that the most likely root cause of the breakage of circlips is corrosion of a2 steel. Therefore, it was decided to change the material to a4 stainless steel.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights. As it was stated, the circlip has loosened and bolt slipped out. There was no injury reported however we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure might cause a contamination.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).